Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the physician had inadvertently placed the stent in a dissection plane that was caused by a non-boston scientific wire. Six hours post procedure, the patient experienced an embolic stroke. Post procedure imaging revealed that the left ophthalmic artery was occluded. No further information was provided to boston scientific. It was further reported that no intervention was performed.

Manufacturer narrative:
Updated fields: a3a - sex a3b - gender b5- describe event or problem h6 - evaluation method codes; evaluation conclusion codes. Detailed product or patient information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the physician had inadvertently placed the stent in a dissection plane that was caused by a non-boston scientific wire. Six hours post procedure, the patient experienced an embolic stroke. Post procedure imaging revealed that the left ophthalmic artery was occluded. No further information was provided to boston scientific. It was further reported that no intervention was performed.

Manufacturer narrative:
Detailed product or patient information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product or patient information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the physician had inadvertently placed the stent in a dissection plane that was caused by a non-boston scientific wire. Six hours post procedure, the patient experienced an embolic stroke. Post procedure imaging revealed that the left ophthalmic artery was occluded. No further information was provided to boston scientific.